Event description:
The reporter indicated that during implant, an attempt was made to remove the df-1 cap from the connector that is in place when shipped. Difficulty was encountered when removing the lead and, subsequently, the cap was cut off. No damage was inflicted by the cutting of the cap. The physician stated that this has happened several times recently and suggested facility could remove the cap and ship the lead without it.